Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fallen image guide coil could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the insertion part of the rhino-laryngo videoscope was peeling. The issue was found during preparation for use of an unspecified diagnostic procedure. The procedure was completed with a different device with no delays. Inspection and testing of the returned device found resin from the image guide coil was falling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the resin from the image guide coil was falling off. Other malfunctions found were video cable coat was peeling. Due to a cut on the connecting tube, water tightness was lost. The control unit had corrosion due to water leakage. The universal cord was sticky. The up/down plate was sticky. The grip was sticky. The video cable had coating peeling. The light-guide bundle was slipping down. The universal cord had a dent. The adhesive on the distal end had a chip. Due to a cut on the video cable, water tightness was lost. The unique device identifier (UDI) label data could not be read. Label on light-guide connector was peeled. The universal cord had a dent. In addition, the universal cord, the grip, the switch box, the scope-cover, the control unit, the up/down plate, the video connector case, the video connector, the light-guide connector, and the angulation lever were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.